Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements eventually rising greater than 2,000 ohms resulting in a lead safety switch (lss). It was noted that high capture thresholds were observed. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.